Event description:
It was reported that the user experienced hyperglycemia after a supply change, with blood glucose reaching 310 mg/dl and elevated insulin use until a subsequent full supply change was performed and insulin delivery resumed on the ilet system. Customer care provided support that included phone-based troubleshooting including guided replacement of the inset, cartridge, and connector, and confirmation of resumed insulin delivery. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No symptoms associated with high blood glucose. Outcomes included recovery without medical intervention or hospitalization, with glucose decreasing to 209 mg/dl by the end of the call. It was concluded that the event was related to hyperglycemia of undetermined cause, with proper device function restored after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.